Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) did not detect the electrocardiogram (ECG) signal. There was no harm reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the report malfunction. The fse stated that the continuity of the ECG leads were good. The fse connected the ECG simulator to the unit, and a good ECG waveform showed. The unit passed all performance according to factory specifications. The iabp was returned to the customer and cleared for clinical use.